Event description:
In 2006, the pt was treated for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. In 2008, she underwent a reintervention for an aneurysm that had developed in the left common iliac artery sometime after the first procedure. The aneurysm was treated with two additional contralateral leg endoprostheses, and the left internal iliac artery was coil embolized and intentionally covered.

Manufacturer narrative:
A review of the mfg records is being conducted.